Event description:
This report is being filed upon notification from our x-ray MFR of a product problem that occurred in another country. The pt was in the middle of a x-ray procedure, but due to an imaging failure by displaying totally black images, the pt had to be moved to another x-ray system.